Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A provided image is consistent with the allegation of a broken wire/cable.

Event description:
T was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.